Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, ultra surgical smoke evacuation pencil, was being used during an open procedure on (B)(6) 2025 when it was reported, ¿when staff was reinserting the bovie tip, it was not properly inserted to the vesicle. When the pencil¿s button was activated, it sparked inside the smoke capture. There is a black charred color inside the smoke capture from the activation spark. Staff left the bovie tip the way it was when it sparked. Staff suggested it was a user error; however, I wanted to report it regardless.¿ there was no report injury, medical intervention, or hospitalization for the patient or the user. The procedure was completed using another same-like device. There was no report of delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, ultra surgical smoke evacuation pencil, was being used during an open procedure on 26jan25 when it was reported, ¿when staff was reinserting the bovie tip, it was not properly inserted to the vesicle. When the pencil¿s button was activated, it sparked inside the smoke capture. There is a black charred color inside the smoke capture from the activation spark. Staff left the bovie tip the way it was when it sparked. Staff suggested it was a user error, however I wanted to report it regardless.¿ there was no report injury, medical intervention, or hospitalization for the patient or the user. The procedure was completed using another same-like device. There was no report of delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An examination of the returned used device plpul2020 found that the bovie tip would not properly install into the device. When the device was plugged into the system 7550, it would spark. It¿s unsure if it was the caked on blook that made it difficult to attach the bovie tip or not. Root cause cannot be determined, however, based upon evaluation of the device and the IFU; a possible cause of this event could be not following the instruction for use. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 22 complaints, regarding (B)(4), for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised that if necessary to remove blade, unplug the pencil. Ensure that cam is in the lock position. Use a surgical clamp and pull blade forward. Replace with blade of choice. Confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. Caution: we do not recommend re-using the original blade after it has been removed. We will continue to monitor per regulatory requirements to help ensure patient safety.